Event description:
It was reported that the patient received inappropriate therapy due to noise. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
A partial lead measuring 12.9cm from the connector pin was returned. Analysis found external insulation abrasion on the is-1 connector at 7.5 to 7.7cm from the connector pin. Four of the five filars were severed and melted and could have been the cause of the reported noise. The abrasion found is consistent with friction to the ICD can.